Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention was undertaken on 2025 where both leads were confirmed fractured upon explant. The s1 lead was explanted, and the t8 lead was explanted and replaced.

Event description:
It was reported that both of the patient's leads have high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.